Event description:
It was reported that during a stenting treatment procedure a stent dislodgement, stent damage and removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated and then a 3.00x20mm taxus liberte stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The physician attempted to withdraw the sds into the unspecified microcatheter but removal difficulty occurred and the sds and microcatheter became stuck together. The sds and microcatheter were retrieved into the guide catheter and removed from the patient together as a system. Once the sds was outside of the patient it was noted that the stent was no longer mounted on the balloon as it had dislodged inside the patient. The physician was able to retrieve the dislodged stent from the patient and the procedure was completed by performing rotational atherectomy. It was noted that the proximal part of the stent became flared. No additional patient complications were reported and the patient¿s current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the taxus liberte stent delivery system (sds) was received with no original packaging or other devices. The stent was not returned with the sds. There was blood and contrast on the exposed surfaces of the sds. There were stent strut impressions on the tightly folded balloon between the markerbands. The mouth of the distal tip was bent. There was no other damage to the sds. The reported dislodgement was confirmed but there was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement, stent damage and removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated and then a 3.00x20mm taxus liberte stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The physician attempted to withdraw the sds into the unspecified microcatheter but removal difficulty occurred and the sds and microcatheter became stuck together. The sds and microcatheter were retrieved into the guide catheter and removed from the patient together as a system. Once the sds was outside of the patient it was noted that the stent was no longer mounted on the balloon as it had dislodged inside the patient. The physician was able to retrieve the dislodged stent from the patient and the procedure was completed by performing rotational atherectomy. It was noted that the proximal part of the stent became flared. No additional patient complications were reported and the patient¿s current condition is good.